Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during the initial drain where the patient line was not properly primed before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly priming the disposable set. The patient guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient guide instructs the user to verify that the patient line is properly primed. The patient guide provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set). The home patient (hp) was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy. The caregiver indicated that the patient line was not properly primed before the patient was connected. The technical service representative assisted the caregiver in clearing the alarm. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.